Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial flutter and the p wave was falling in the blanking period causing atrial undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.